Event description:
It was reported that approximately 21 months post-implant of a bifurcated device and an infrarenal aortic extension an angiographic revealed a type iii endoleak of a bifurcated device. Reportedly, approximately 23 days later, the patient was treated with a competitor device to correct the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records and procedure images were provided and were reviewed by medical director. Based on review of the procedural images, a tear in the stent graft material is unconfirmed, rather, the possible placement of the vs2 catheter used to perform angiography between the device overlaps, might have produced false impression of a tear. The patient vessel anatomy might have also been a factor in producing poor seal. The precise etiology of the endoleak is unclear. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause could not be determined based upon available information. Patient anatomy may have contributed to the endoleak. Endoleaks are a known risk of the procedure, as identified in the product labeling.